Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Per results of investigation, the carefusion field service representative (fsr) first checked the avea ventilator unit with the patient circuit used at the time of the reported event. The est (extended systems test) failed. The fsr tightened all of the circuit connections and retested the unit. It then passed the est. The original circuit was removed and the ventilator was tested with a good known circuit and the ventilator worked according to product specifications. The ventilator unit was found to have no malfunctions and the root cause of the reported event was a leak in the patient circuit. Carefusion does not manufacture or distribute the patient circuits for the avea ventilators and the customer has not reported to carefusion what the brand and model of the circuit was.

Event description:
The customer reported that this avea ventilator was showing inconsistent volumes. The unit alarmed "low ve (minute ventilation)" while in patient use and no visible disconnection was noted. The customer stated that the unit was removed from the patient when this occurred. The est (extended systems test) was run and the unit did not pass. There is no allegation of patient injury or harm associated with this reported event.